Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. The patient's race and ethnicity is noted as (B)(6) /white.

Event description:
It was reported that the hahn tapered implant failed. The patient has a bone grade noted as grade I. The patient has no medical or dental history prior to implant placement. The patient presented on (B)(6) 2021 for primary placement and returned on (B)(6) 2021 without complaint for the second stage of surgery. Upon examination, the provider notes a lack of stability. It was at that time the device was removed. The patient current status is noted as "healthy."